Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stroke symptoms of vertigo and weakness. It was reported that the right atrial (ra) lead exhibited intermittent capture and dislodgement. It was further reported that the right ventricular (rv) lead dislodged and was in the left side of the heart. The explant and replacement of both leads is planned. No further patient complications have been reported as a result of this event.